Event description:
It was reported that the customer's insulin pump alarmed while the doctor was programming the device. The mother stated that the customer was in a wreck. The blood glucose at time of call was 247mg/dl. Contacted the customer and he reported being in an accident, which it was not diabetes related. The caller stated that he was wearing the insulin pump at time of the event and went to a medical center for treatment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.